Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons were intermittently unresponsive and the symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the keypad was observed to be torn over the contrast button. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed.